Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the likely cause of the reported issue was due to a failed/faulty system pcb assembly. A replacement for this part is no longer available due to part obsolescence. The device was returned to the customer unrepaired.